Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/17/2018 that on 01/15/2018, a loss of connection between the transmitter and display device occurred.no product or data related to issue was provided.

Event description:
Dexcom was made aware on (B)(6) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and display device occurred. The complaint device was returned on 04/28/2018 for evaluation. The device was visually inspected, and no defect was found. Performed a voltage test and passed. Performed a pairing test with nordic bluetooth device and failed. Performed share log review and no data was found. The reported event of a loss of connection was confirmed. The complaint is confirmed because the transmitter failed bench tests. The root cause was determined to be a defective transmitter. No product or data related to issue was provided.

Manufacturer narrative:
(B)(4).